Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer loaded a new cartridge to address the issue. The customer reported a blood glucose level of 458 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose level.